Event description:
It was reported that the pump of this inflatable penile prosthesis was positioned too high and stayed flat. A revision surgery was performed and it was determined that the pump had been rotating to the right side of the patient, creating a bend in the tubing. The pump and affected tubing were removed. A new pump was customized to the patient anatomy and implanted. No patient complications were reported.